Event description:
Customer reported motor error alarms on the insulin pump. He also reported inaccurate readings one hour after calibration. He stated that when the sensor glucose reading was 70 mg/dl, the sensor reading was 34 mg/dl. He stated that the blood glucose reading was low due to work and activity. He also reported receiving a no delivery alarm. The blood glucose reading at the time of the report was 120 mg/dl. The insulin pump had not been exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.